Manufacturer narrative:
Updated fields: b4, e1, g1, g2, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that they replaced the upper panel assembly. The safety disk and tidal volume disk were replaced as a part of preventive maintenance. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), fiber optic door will not retract and failed all manifold testing, it was found during pm and there was no patient involved.